Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and watchman laa closure device & delivery systems (wds) were used. The sheath was kinked after deployment of closure device. The wds deployment met the release criteria. The physician was able to retrieve the sheath with no consequences or impact to patient.

Manufacturer narrative:
The returned device consisted of a watchman access system. The device was bloody. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed kinks in the sheath located 10.5cm, 20.5cm, and 35cm from the tip of the device. Inspection of the rest of the device found no other damage or defect with the device.the reported kink was confirmed.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and watchman laa closure device & delivery systems (wds) were used. The sheath was kinked after deployment of closure device. The wds deployment met the release criteria. The physician was able to retrieve the sheath with no consequences or impact to patient.